Event description:
During installation of the device, the field service rep reported the level detector module had an intermittent failure. The rep was unable to reset the module. A replacement level detector module was installed. Since the event occurred during installation of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.